Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 66 mg/dl and 44mg/dl. Customer¿s current blood glucose level was 40 mg/dl. The customer treated with food. Customer was not alleging possible insulin pump over delivery. The insulin pump was not returned for analysis and sensor was returned for analysis.